Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrode pads. The area was described as an itchy red rash with bumps that were oozing. The patient indicated that her doctor instructed her to end use of the lifevest due to the irritation. The patient reported that the irritation had healed since removing the device.